Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed; however, the exact cause is unknown. Two photographs of a 3 fr single lumen per-q-cath were returned for evaluation. An initial visual observation of the photographs showed droplets of a clear liquid on the catheter shaft just distal to the strain relief. Use residue was observed on and within the catheter and kit tray in the returned photographs, and the stylet was not seen within the catheter or the t-lock attached to the hub of the catheter. While it was not possible to determine the cause of the apparent leak in the catheter from the returned photographs, possible causes include stylet damage, sharp instrument damage, and over-pressurization. Evaluation findings are in section h.11.

Event description:
It was reported that after procedure ended, a leak was observed in connection between catheter and suture wing, catheter was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2882 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after procedure ended, a leak was observed in connection between catheter and suture wing, catheter was removed.